Event description:
It was reported that the patient had an untreated episode stored due to t-wave oversensing. The sensing vector was set to the secondary vector. Later, during a tachycardia episode, the device had difficulty converting the arrhythmia. The arrhythmia self-converted. Also, the high energy shock impedance was 100 ohms, which is high but within normal limits. An x-ray was done and technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.